Event description:
Medwatch (B)(4). "A 52 year old female patient began therapy with remodulin (treprostinil sodium, concentration 1.0 mg/ml), on (B)(6) 2022 for primary pulmonary arterial hypertension. The current dose was reported as 0.040 g/kg, continuous via intravenous (IV) route. It was reported that the patient¿s biopatch (chlorhexidine gluconate) made her break out (dermatitis contact). " "co-suspect medication included: biopatch (chlorhexidine gluconate). Concomitant medications included: prednisone, calcium, acetaminophen, multivitamin women, opsumit (macitentan), gabapentin caps, hydrocortisone, fludrocortisone acetate, vitamin d-400, oxygen, midodrine hcl, sildenafil citrate." "Relevant medical history included: primary pulmonary arterial hypertension." "Action taken with IV remodulin was not reported for the event of dermatitis contact. At the time of reporting, the outcome of dermatitis contact was unknown. The reporter did not provide causality for the event of dermatitis contact with IV remodulin. The reporter¿s causality for the event of dermatitis contact with biopatch was considered to be possibly related."

Manufacturer narrative:
The biopatch was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.